Event description:
It was reported that during use, the right front wheel fell off while customer was out walking.

Manufacturer narrative:
It was reported that "right front wheel fell off. Customer states he was taking out of the truck and the wheel just came off." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.